Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot number 1217792. Additional 510(k) number is k013227.

Event description:
Doctor reported that abutment at tooth site 36 fractured inside the implant. It was impossible to remove fractured fragment and implant had to be removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One abut tapered one-piece sc r-v 4.5mm 2mm, tacw2 and one impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, tsvwb10 was returned for investigation. Visual inspection via naked eye and camera magnification revealed bone debris on external threads of implant. Abutment screw was fractured at the threads and the fractured portion identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. Bone density type iii. The reported device was located on tooth site #36 at the time of the event. DHR review was completed for the subject lot number (2019021747 & 1217792). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot numbers (2019021747 & 1217792), for similar events using complaint category keywords: fracture screw. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.